Manufacturer narrative:
Results: the sep6 core wire was fractured approximately 174.0 cm from the proximal end and the wrapping wire was unraveled. The bulb and the atraumatic tip were not returned for evaluation. Conclusions: evaluation of the returned sep6 confirmed a fractured device. If the device is repeatedly manipulated through tough clot burden, the core wire and wrapping wire may fatigue and fracture. The bulb and the atraumatic tip were not returned for evaluation. Penumbra separators are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system separator 6 (sep6), indigo system aspiration catheter 6 (cat6) and non-penumbra sheath. During the procedure, after approximately five minutes of using the sep6 and cat6 in the target vessel, the hospital technician had difficulty advancing the sep6 out of the distal tip of the cat6. Therefore, the sep6 was removed and the thrombus was discovered to be wrapped around the sep6 distal bulb. The thrombus was removed and the sep6 was advanced back into the cat6 to make another pass. After approximately two to three minutes of using the sep6, the hospital technician noticed the sep6 would not come out of the distal tip of the cat6. The sep6 wire was then advanced further and the hospital technician noticed a loop at the distal end of the sep6 wire. Therefore, the sep6 was removed and it was discovered that sep6 distal bulb was no longer attached. It was reported that the missing sep6 bulb was not found inside the patient under fluoroscopy and was not visually found inside of the pump canister. The procedure was then completed by administering tissue plasminogen activator (tpa) drip to try and dissolve the remaining thrombus. There was no report of an adverse effect to the patient.